Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of infection: precautions for use: ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed.

Event description:
Healthcare professional noted having a patient that was injected with unspecified juvéderm voluma at another clinic. Patient developed an infection at the injection site and was treated with antibiotics. Patient was never told if the reaction was to the product or an infection from improper aseptic technique.